Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The physician positioned the double curve watchman access system (was) in the laa and inserted a 24mm watchman laa closure device & delivery system (wds). The closure device was deployed in the laa, but did not meet release criteria. The physician fully recaptured this device and exchanged it with a new 27mm closure device. The 27mm device was deployed in the laa, but also did not meet release criteria so it was fully recaptured and removed. At this time the physician changed the was out for a new single curve sheath. The was was kinked upon unpacking, so another one was used. The new was was positioned in the laa and a new 27mm device was used and deployed. This device did not meet release criteria and was partially recaptured and redeployed. After being repositioned, the device still did not meet release criteria, so the physician fully recaptured it and ended the procedure. At this time it was noted that the patient had a pericardial effusion. The patient was medically managed and a drain was inserted to remove the fluid from the pericardium. Around 750cc of fluid was removed from the patient. The decision was then made to bring the patient to have surgery. In surgery a small perforation was seen in the laa. The surgeon sutured this and then clipped the laa. The patient did well during surgery and was extubated the next morning. The patient is doing well and recovering. The patient has since been discharged from the hospital doing well.